Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 51.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not received for analysis. An extraction aid was found on the fragment. Additional cuts into the insulation were found 49 cm proximal to the lead tip. These cuts probably occurred during the extraction procedure. The insulation was, apart from the present cuts, free of damages. Furthermore, the rv shock coil was found stretched. The deformation most likely resulted from the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient was scheduled for an upgrade to a crt-d system. Prior to the procedure, an episode of oversensing was detected. The lead was extracted and may have sustained damage during the process.

Manufacturer narrative:
Combination product: yes.